Event description:
During a pm inspection, it was reported that the x-ray tube on the 2800 system is "noisy" and needs to be replaced. It was also noted that the bracket guard and liquid protector was broken under the table. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Based on this investigation, a pinch shield, sub-table cover and x-ray tube will be replaced when they are received. It is believed that replacement of the identified components will address the noted issues. If add'l info is received that should indicate otherwise, a follow-up report will be submitted as required.